Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient reported having ¿unusually high and low cgm fluctuations¿ and then started experiencing hand tremors and eventually lost consciousness. No specific cgm values were reported at the time the patient was symptomatic. Prior to losing consciousness, she was able to call emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 62 mg/dl while the cgm was reading high. Ems treated the patient with two glasses of orange juice and with oxygen. The patient declined transport to the emergency room. The patient ¿felt better¿ after treatment and was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the emt arrived. No additional patient or event information is available.